Event description:
A talent abdominal stent graft system (MFR report #2953200-2009-01546) was implanted in a pt for the endovascular treatment of a 10.3 cm x 9.5 cm abdominal aortic aneurysm approx 10 months ago. It was reported at the time of implant there was moderate angulation of the aortic neck. The implant operative report states that the stent graft was placed just below the renals. A CT required 4 months post-implantation demonstrated stent graft migration of 15 mm distally, resulting in a proximal large type 1 endoleak. The pt was treated with one talent stent graft (MFR report #2953200-2010-00615) and one aneurx aortic cuff, which resolved the endoleak. However, the pt returned approx 1 month ago, and CT demonstrated a proximal type I endoleak, due to the severe angulation of the aortic neck. An intervention with another manufacturer's stent is planned for a later date. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4): evaluation results and conclusions: (endoleak); (moderate angulation of the aortic neck and large aneurysm).